Event description:
A customer reported their freestyle meter was installed with the incorrect unit of measure (mg/dl). Customer then reported receiving results of 35.0 mmol/l and 8.8 mmol/l (on a different meter). Customer (daughter) was given additional insulin because of these readings. She reportedly "became low and gets angry." After eating, "everything was ok again." There was no report of third party medical intervention, death or serious injury.

Manufacturer narrative:
Tested returned meter. The meter has been confirmed to exhibit the memory overwrite malfunction. No mfg parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. 0300 error was observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.